Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of epigastric hernia, reducible. It was reported that after implant, the patient experienced hernia recurrence and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.